Event description:
Event description: per cnf, it was reported that: a patient injury has occurred. Please indicate the details of patient injury observed into the patient cardiac arrest please indicate the details about the event that leads to patient injury this was an af second procedure, and lpv and pwi were performed. During the first session, pulseselect (pvi + roof line) was used without complications. Cardiac arrest was confirmed approximately 2-3 hours after returning to the ward. Please indicate the details about the treatment for the patient injury that occurred ECMO was initiated please indicate the condition of the patient after the treatment not available at this moment please indicate the view of the attending physician regarding the cause on the occurrence of patient injury currently unknown under the present circumstances (could farapulse be the cause?) Was there a problem with the appearance or functionality of this device? No. Was there another catheter inserted into the heart when the patient injury occur no. Was a resistance able to be felt when this device was operated/removed? No. Was the case data not available ? No. Please indicate the size and name of the sheath that was used together? 9 fr sheath, agilis 13 fr, 6 fr sheath in addition, the e-mail address of the physician, who was also the initial reporter, was not available. Infected: unknown infection name: diagnosis or treatment: resolution: completed with this device where did event occur: outside the patient outcome: adverse event first time the unit was used: yes. Tested prior to use: yes. Used before expiry date: yes. Physician's comment: generator used: yes, yes, farastar ablation catheter used: yes, no, farawave nav 31 other used: none. Event date: 2026-5-18.

Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Review of the failure matrix analysis rsk-dfmea-000049 rev.13 was carried out and this had indicated that the risk was included, and the current controls were sufficient. The current rating for the failure mode in question is within the expected levels for the complaint. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "emerging use" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently.